Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while changing the pump supplies, the customer inadvertently started to fill the infusion set tubing while connected. The customer immediately stopped the insulin delivery and did not think addition insulin was delivered. The customer's blood glucose level was 145 mg/dl. Tandem technical support reminded the customer to always confirm that the tubing was disconnected prior to filling it. The customer acknowledged the information.